Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient was using neria guard and he had site issue with the product. Site issue was hardening at infusion site. The patient was treated with oral antibiotics no further information was available.